Event description:
Clinical study. It was reported that following a coronary artery stenting procedure, the pt experienced in-stent restenosis. The lesion being treated was a 3.0mm, 90% stenosed, 20.0mm long portion of the proximal right coronary artery (prox rca). The physician treated the lesion with direct stent placement of a 3.0x20mm taxus express2 study stent. The lesion was post dilated using a 3.5x14mm balloon at 18 atms. Ivus was performed and confirmed the stent was implanted properly. Residual stenosis in the lesion became 0%. The pt was discharged the next day on plavix and aspirin. On 279 days after the index procedure at the 9 month follow up, coronary angiography was performed and restenosis was confirmed in the prox rca. Percutaneous coronary intervention (pci) procedure was performed. The lesion was 90% stenosed with a lesion length of 20.0mm, and a diameter of 3.0mm. Ballooning was performed with residual stenosis becoming 0%. The pt was hospitalized for 2 days.

Manufacturer narrative:
A review of the manufacturing documentation for this batch found that the devices met their material, assembly and product specifications at the time of release to distribution. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu.